Manufacturer narrative:
The oad and the viperwire guide wire used during the procedure were returned to csi for analysis. The guide wire was engaged in the oad, but no damage was observed. Adhered biological material was observed on the distal edge of the oad crown. The guide wire was removed from the oad, with significant resistance felt in the area of the crown and adhered biological material. Further analysis of the guide wire did not reveal any damage which would have contributed to the event. The oad was tested and found to function as expected. At the conclusion of the device analysis investigation, the report that the oad became stuck on the guide wire was confirmed and the root cause was biological material accumulation. The morphology and exact cause of the material accumulation is not known. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A peripheral orbital atherectomy device (oad) was used to treat a severely calcified chronic total occlusion in the posterior tibial artery. One treatment pass was performed on low speed followed by a second treatment pass on medium speed. The device stopped and became stuck on the guide wire. The oad and guide wire were removed as one unit, and the lesion was re-wired and treated with balloon angioplasty. Due to troubleshooting efforts and the time required to re-wire the vessel, the procedure was delayed for longer than 30 minutes.